Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a new pacing lead was placed, but dislodged while removing the sheath. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.